Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor. It was reported the program was reset in the programmer over memorial weekend and the healthcare provider was able to do some programming, but they needed the manufacturing representative to do the rest of the programming. No symptoms were alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.